Manufacturer narrative:
Initial reporter's phone number extension: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A pre-repair diagnostic assessment was performed on the device which found that the interface of the attachment to motor was according to specification. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the color bands were missing there was vibration. During repair and disassembling of the device it was discovered that the bearings were worn and corroded thus creating the vibration. The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the sort attachment device would not attach to the handpiece device. The reporter stated that the knurled knob did not "click" to secure the attachment device. During in-house engineering evaluation it was found that the color bands were missing and there was vibration on the device. It was reported that there were no delays to a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.